Event description:
Customer called to report that the ise (ion-selective electrode) calcium was failing calibration on the unicel dxc 600 synchron system. Customer also stated that the flowcell waste recovery vessel appeared to be flooding, and the fluid dripped down into the drip tray. Customer used the back-up instruments in the laboratory. No erroneous results were generated or reported. The field service engineer (fse) visited the site and found no fluid leaking from the waste drain during the prime. However, the fse found and removed a large piece of debris from the valve flapper, after which the ise drain was able to evacuate the waste. The mc (modular chemistry) sample probe was not washing properly and appeared to be partially plugged. The fse replaced the mc sample probe, then performed ise performance verification protocol and all results passed specification. The system was operational and the issue was resolved. The failure mode appears to be the leaking mc sample probe. Customer stated that no one was harmed by or exposed to the instrument leak, and that patient samples and results were not affected. Customer has not called back to report any further instrument issues.

Manufacturer narrative:
(B)(4).